Manufacturer narrative:
Device data for (B)(6) 2026 were reviewed. The data showed hyperglycemic blood glucose entries in the absence of active cgm data. Insulin delivery was suspended due to repeated occlusion alerts, followed by an incomplete cartridge change, and subsequently because the cgm sensor expired and no bg values were entered. These conditions likely contributed to prolonged hyperglycemia. Engineering log review identified no motor errors, no factory reset, and no malfunction alerts indicating inaccurate insulin delivery relative to delivery requests. When cgm data were available and insulin delivery was active, the ilet adjusted insulin dosing appropriately in response to cgm glucose values. Alerts were triggered as designed but were not consistently acknowledged. Based on available information, device malfunction has not been confirmed. The reported loss of consciousness may be related to hyperglycemia; however, causality cannot be conclusively established.

Event description:
On (B)(6) 2026 the reporter reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 361¿365 mg/dl following use of the ilet device without active cgm data and manual bg entry. The user was transported to the hospital by a caregiver where the user was monitored, evaluated with laboratory testing and EKG, and discharged (B)(6) 2026. No long-term health effects were reported.